Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01563.

Event description:
According to the initial reporter: "a patient had a cook celect filter placed in (B)(6) 2018 and we can't get it back out.. In this instance the filter has shifted and the hook is embedded in the side wall of the ivc and it isn't coming out without laser. Also to complicate matters, it looks on CT that one of the legs may have gone through the wall of the ivc."